Event description:
A ventilator was returned to the manufacturer for service for the allegation "pip and pressure graph not coming". There was no harm or injury reported. The device was not reported to be in patient use. During the evaluation of the device at the manufacturer's service center, the device failed the system setup test during testing. The technician recommended replacing the device's active exhalation control module to address the issue. No further investigation is required at this time. The device passed final testing. A final report is being submitted. If new information becomes available following the completion of the device repair that changes the outcome of the investigation and associated medical device reporting a follow up/supplemental report will be completed.